Event description:
It was reported that the caller experienced an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through resetting their pump, which involved charging the pump, entering storage mode, and reloading the cartridge. The pump did not display the error code again after the reset.